Event description:
It was reported that the patient was only able to get stimulation in their ribs which was the wrong location. Impedance testing and reprogramming was done and x-rays were taken. The patient decided to get their device explanted. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, explanted: (B)(6) 2015, product type: accessory. Product ID: 97791, product type: accessory. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. (B)(4).